Event description:
The patient had a nellcor forehead spo2 sensor on his forehead. The sensor has caused a burn on the patient's forehead in the exact shape of the sensor. The sensor was removed and a clean dressing was applied. Prior to event sensor was being rotated to prevent skin breakdown, which was recommended by the manufacturer after a previous incident. Crnp notified and ordered antibiotic cream.what was the original intended procedure?pulse oximetry monitoring.